Event description:
The user facility in china reported a vitrectomy cutter was not cutting but continued to aspirate during a procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The root cause could not be determined as the complaint unit was not returned for product evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.